Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, a screw backing out of the plate was discovered post-surgery. The patient is experiencing pain and swelling. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation as they remain implanted. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information, it is possible the screw that backed out was not completely locked into the plate during initial placement and/or post-operative activity of the patient led to loosening of the hardware. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, a screw backing out of the plate was discovered post-surgery. The patient is experiencing pain and swelling. Although there has been no injury reported and no information has been received indicating this malfunction has resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, an MDR will be filed to ensure full compliance with 21 cfr part 803.

Manufacturer narrative:
Updated fields: g3: date received by manufacturer: 05-20-2024; g6: type of report: 30-day follow-up; h6: health effect- impact code: 2369. Corrected fields: b1: report type: adverse event. B3: date of event: 05/20/2024. B5: describe event or problem: it was reported that after an initial bunion surgery on (B)(6) 2022, the patient experienced a a medial cuneiform fracture. The patient is experiencing pain and swelling. No deficiencies or malfunctions were alleged with any tmc device. All hardware currently remains implanted, with no scheduled plans to revise or remove the hardware reported at this time. H1: type of reportable event: serious injury; h6: health effect-medical device problem code 2993. H11:it was reported that after an initial bunion surgery on (B)(6) 2022, the patient experienced a medial cuneiform fracture. The patient is in a walking boot and using an exogen bone stimulator. No deficiencies or malfunctions were alleged with any tmc device. All hardware currently remains implanted, with no scheduled plans to revise or remove the hardware reported at this time. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although several factors can contribute to the reported event, the most likely cause cannot be determined due to the limited information provided, and no device being returned. No deficiencies or malfunctions have been alleged/found with any tmc device.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, the patient experienced a a medial cuneiform fracture. The patient is experiencing pain and swelling. No deficiencies or malfunctions were alleged with any tmc device. All hardware currently remains implanted, with no scheduled plans to revise or remove the hardware reported at this time.